Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Procedure: hip replacement surgery and consequent hip removal surgery. Date of intervention: replacement right hip: (B)(6) 2006; replacement left hip: (B)(6) 2007; removal surgery: 2008. Event reported: metallosis due to orthopedical surgery.